Manufacturer narrative:
Integra has completed their internal investigation on 03may2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID serial # (B)(4) manufactured on january 05, 2016 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary: reason for return was not confirmed. Hand piece tested well at .17 amps, head calibration was in tolerance and width clips and head leading edge are free from damage. Warranty pm service and calibration on a warranty repair. Repair was approved by the end-user.

Event description:
It was reported the device shredded the skin graft. Event circumstance and patient impact were reported as unknown. It was later reported by the customer that there was patient impact for this event. Additional grafts were required to complete the procedure. The sales representative has photos. These were new devices. The sales representative performed training with the staff. All was going well and then this happened. The sales representative reported: the surgical technicians and/or staff were in-serviced on the new dermatomes. They had older dermatomes and replaced them with new, slimline dermatomes. The surgeon was not in-serviced. The sales representative was not present for the case for this event. The procedure took place (B)(6) 2016.

Manufacturer narrative:
Additional information received 13may2016: the patient was (B)(6). We did a skin graft reconstruction of the left leg. Additional graft was taken. The procedure was completed with another dermatome. Patient was doing fine the last time we saw him for a post-op appointment the beginning of (B)(6).